Event description:
It was reported that customer experienced pump battery that did not hold charge and depleted too fast, with estimated daily battery depletion of about 18.66 percent. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance from technical support, and no additional information was received regarding further actions or outcome of event.